Manufacturer narrative:
(B)(4).

Event description:
Additional information recieved noted that the device and lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up there was confirmed oversensing, pacing inhibition and low out of range pacing impedances on the right ventricular lead. The device was reprogrammed from bipolar to unipolar which showed normal pacing impedances and pacing thresholds. Oversensing was still present thus the device's sensitivity was reprogrammed. A lead replacement procedure will take place. At this time the system remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the lead and the device were replaced with competitor products.